Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported by maude event report (mw5067284), the patient underwent a novasure endometrial ablation sometime in the year 2011. Sometime in 2016 the patient was experiencing "real bad abdominal cramping". The patient went for an ultrasound and revealed endometriosis. The physician prescribed hormone treatment and pills for the patients' pain. The patient is still experiencing pain. No additional information forthcoming.